Manufacturer narrative:
The probable root cause of the c-00 error is attributed to the faulty erbe generator. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi [did/did not] receive a da vinci product involved with this complaint to perform failure analysis. The reported issue was confirmable using logs; a significant number of u-02 errors logged on 3/9/2026 and 3/10/2026. The c01 error logged on 3/9/2026 likely related. C06, m18, m11 error pattern were also logged. The iesu was tested on the system. All operations successful via all ports.

Event description:
It was reported that reoccurring error c-00 errors were observed upon startup. The error was not resolved. There was no report of patient involvement.